Manufacturer narrative:
Initial and final MDR (B)(6) - 3003442380-2024-07526 - device 6 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, the patient faced that the infusion set cannula was kinked within 3 hours of insertion at abdomen, which caused the patient's blood glucose to high, correction injection via mdi. The patient had ketones. The patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.